Manufacturer narrative:
The investigation determined that a lower than expected vitros sodium (na+) result was obtained from a single patient sample when tested on vitros 5600 integrated system. The assignable cause was determined to be user error as the customer failed to calibrate na+ when the reference fluid lot was changed on the analyzer. Due to insufficient data, a reagent issue or an instrument issue cannot be completely ruled out, although there is no indication of a reagent or an instrument malfunction.

Event description:
A customer obtained a lower than expected vitros sodium (na+) result from a single patient sample when tested on vitros 5600 integrated system. Patient sample na+ result of 112.1 mmol/l versus an expected result of 150.9 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The lower than expected na+ result was reported outside the laboratory, however, there was no report of treatment being altered, changed or stopped based on the reported result. There were no reported allegations of actual patient harm as a result of this event. (B)(4).